Event description:
On (B)(6) 2013, a nurse reported the patient was admitted to the hospital on (B)(6) 2013 with diabetic ketoacidosis. Her blood glucose was 538 mg/dl when tested at the hospital, and she was admitted and treated with an insulin drip. Patient told a certified diabetes educator that she had received several a8 bolus cancelled alerts. The history showed there were also e4 occlusion errors. Follow-up was completed with the patient on (B)(6) 2013. She was discharged from the hospital on (B)(6) 2013 at 5:30 p.m. She felt tired, had frequent urination, and could not stand up on the day of the incident. Her blood glucose was 559 mg/dl at 9:08 a.m. On (B)(6) 2013, 493 mg/dl at 10:31 a.m., "hi" at 12:01 p.m., and "hi" at 1:28 p.m. Her target range is 70-140 mg/dl. She received an insulin drip and manual injections at the hospital until her blood glucose returned to normal. She had attempted to deliver boluses to treat hyperglycemia, but the infusion device displayed e4 occlusion errors. She removed the infusion headset and found the cannula was bent. She uses the infusion set for 1 week and the cartridge for 1-1.5 weeks, and the adapter has never been changed. She was advised on the manufacturer's recommendations. She has resumed infusion device therapy, and it is working "fine." The alleged infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device was not returned to manufacturer.

Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 226324 and sterility of the product was verified and found within specifications.